Event description:
It was reported that the patient experienced a loss of therapeutic effect from her implantable neurostimulator and that her pain was returning. There was no accident or incident related to this complaint. Additional information received reported that the patient's implantable neurostimulator was replaced. No reason for the replacement was available at the time of this report.